Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that a patient¿s clavicle plate had fractured while the patient was sleeping a few days after surgery. A revision surgery was performed by the same surgeon at the same hospital. No further information was provided.